Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up, a 980 ventilator failed the power on self test (post) due to a the battery failure. The ventilator was not in use on a patient at the time of the reported event.

Event description:
A service engineer (se) inspected the device and replaced the battery pack. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, the diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause was isolated to damage on the power surge; however, the source could not be determined. If information is provided in the future, a supplemental report will be issued.